Event description:
Revision surgery due to stem quadra h subsidence. It was reported that the pt was operated on (B)(6) 2011 without any issues. On (B)(6) 2011, 3 months post op, he felt well and carried very heavy objects. He stated complaining of severe pain that increased over 3 months. On october x-ray was taken and no change in stem position was noticed. A new x-ray was taken on (B)(6) 2012 and it was noticed that the femoral stem had subsided 1cm.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 5 std - ref. 01.12.025 / lot 103452 (60 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 40 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected the event is highly likely not device related and the excessive load carried out only 3 months post op by the pt can be a factor in the event.